Manufacturer narrative:
Investigation findings: conmed linvatec received this shaver blade for evaluation and confirmed the reported problem of metal shavings. An examination of the blade found galling on the inner and outer tubes. The root cause of this failure could not be determined; however, metal shavings can occur if one of the following is present: the inner and outer tubes do not have the proper clearance. The inner tube and outer tube have proper clearance; however, the inner tube does not operate freely within the outer tube. Metal to metal contact occurs due to inadequate lubrication to bearings as well as shell. Excessive lateral forces are applied during use to the blade or the tip. The customer will be provided additional info on this device.

Event description:
The customer reported that during use of this shaver blade to perform a knee arthroscopy, metal shavings were observed in the surgical site. It is believed that not all metal shavings were retrieved through irrigation and suction. There was no report of serious injury or significant surgical delay with this event.